Event description:
It was reported that the device displayed a false recommended replacement time (rrt) alert. Additionally, there were no atrial markers on the electrocardiogram. The device was reprogrammed to resolve the event and the patient was in stable condition.